Manufacturer narrative:
Patient's date of birth unk, patient's weight unk. Other relevant history unk. Device lot number, expiration date unk. The device was discarded, thus no investigation could be completed. Device manufacture date unk because lot number unk. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and a right ventricular (rv) lead due to non function. A spectranetics lead locking device (lld) was inserted into the ra lead to provide traction. Due to a fracture in the lumen of the rv lead, a cook medical bulldog lead extended was used to provide traction. The physician used a spectranetics 14f glidelight laser sheath to successfully remove the ra lead. He upsized to a 16f glidelight to accommodate the bulldog lead extender, and advanced approximately 2 cm from the lead's distal tip. The patient's blood pressure began to drop and the lead became free. The glidelight was removed and rescue efforts began immediately, including rescue balloon and sternotomy. A superior vena cava (svc) perforation was discovered and repaired; however the patient could not be revived after the repair. This report captures the 16f glidelight in use when the svc perforation was discovered, which required intervention but resulted in death. There was no alleged malfunction of any spectranetics devices in use during the procedure.